Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No stuck buttons were noted. All operating currents were within specification and no unexpected low battery, battery out limit or off no power alarms were noted. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported his insulin pump alarmed battery out limit and he cannot clear it because the buttons are not working. Customer's blood glucose is 229 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.